Manufacturer narrative:
The reported issue was addressed with phone support. An intuitive field service engineer (fse) followed up with the site and was advised that possible incorrect anatomy setup, or poor port placement, led the endoscope to autocorrect. There were no further issues. No site visit was conducted. The system was working properly, and no additional action was required. A procedure log review confirmed the incisional hernia lpom procedure on (B)(6) 2022 on system (B)(4). A review of the instrument log for the 30-degree endoscope plus (B)(4). Associated with this event has been performed. Per logs, the endoscope was last used on (B)(6) 2022 on system (B)(4), indicating the endoscope has been used subsequently since the reported event. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope had flipped image orientation motion. Inverted image orientation could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted incisional hernia lpom surgical procedure that the endoscope was inverted/flipped. The customer tried reseating the endoscope numerous times, and the issue was resolved intermittently. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked about the universal surgical manipulator (usm) position. The site stated that the usm was nearly inverted, the tse explained that based on the usm's position it will auto rotate to account for positioning. The site continued with the case. There were no reports of patient injury. Isi made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.